Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the spec, a crease fold, white and yellow particles on the surface of the shell, a deformation, a crease fold, and a wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, necrosis and drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side pain and implant exchange due to patient's concerns with the product. Patient reported "rupture". Healthcare professional confirmed capsular contracture, baker grade iii , "necrosis and drainage" on left breast. And rupture was not identified on MRI. Device remains implanted.